Event description:
Spontaneous. Patient stated they were having issues with pump-she states last infusion pump said new batteries- batteries replaced and was fine. Now showing up again but she replaced batteries and still coming up. She stated pump still infusing but may stop soon. She stated she can run via gravity to finish off infusion but will need new pump. Lot number and expiration date unknown. Unk if patient experienced an adverse event due to the defective pump. Unknown if patient has the pump on-hand for return. No further information provided. Indications: nonfamilial hypogammaglobulinemia, common variable immunodeficiency, unspecified; rheumatoid arthritis with rheumatoid fader of multiple sites without organ or systems involvement rheumatoid arthritis, unspecified. Reported to (B)(6) by pt/caregiver.